Event description:
During device setup for operator training the pump assembly was found to have insufficient vacuum (-18.0inhg measured versus specification of -20 --> -25inhg). The device was not used with any patient.

Manufacturer narrative:
Technical evaluation: the unit was returned after failing to perform during setup testing. During the setup test the pump would only pump down to -18.0 inhg. The unit was not decontaminated. The pump was plugged into our 230 v, 60 hz transformer and turned on with the inlet blocked. The bleed valve was adjusted to the fully clockwise position. The maximum pressure seen was -21.0 inhg. Since the pressure head is a function of the pump operating frequency and the original measurement was taken at 50 hz, this reading needs to be scaled to the ratio of the frequencies. In other words, the equivalent reading at 50 hz would be 21.0 (50/60) = 17.5 inhg. This reading is in good agreement with the incident report. The cover of the pump was removed to reveal the tubing connections of the pressure gauge, the pressure adjust valve, the canister connection and the pump inlet. The t connection at the pressure valve (a) was disconnected and reattached to the pressure gauge. With the pump turned on and the canister connection blocked the pressure read -21.0 inhg. Similarly when the canister t fitting (b) was disconnected and bypassed, the pressure reported was -21.0 inhg. Conclusion: the incident is confirmed as reported. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.